Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The xience pro 48 is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the 2.75 x 48 mm xience pro stent slipped off the delivery system balloon when the protective sheath was removed. This device was not used in the patient. There was no patient involvement. A different stent was used to successfully complete the procedure and the patient is doing well. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). A visual and dimensional inspection were performed on the returned device and the reported stent dislodgment was confirmed. Multiple stretched and smashed struts were noted on the stent implant. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined the reported/noted difficulties of stent dislodgement and noted damages appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.